Manufacturer narrative:
H6: investigation summary: four loose 5ml syringes and one opened blister pack from batch 9246779 (p/n 309649) were received and evaluated. It was observed there was black marks drawn on the syringes that appeared to indicate molding marks on the syringes. The marks had a crack-like appearance but were a small amount of excess material, which were acceptable per product specification. Potential root cause for the flash defect is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect h3 other text : see h.10.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found damaged before use. The following information was provided by the initial reporter: "scratch / defect that runs from the thread of the syringe to the top."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip was found damaged before use. The following information was provided by the initial reporter: "scratch / defect that runs from the thread of the syringe to the top".